Event description:
It was reported that a distal tibia non-union was discovered and a hardware removal with revision was performed. It is unknown how the non-union was discovered. It is unknown if patient experienced pain/symptoms prior to revision surgery. Removed hardware included nine (9) distal screws, one (1) intact medial distal tibial plate and an intact fibula plate and screws. It was reported that eight (8) of the distal screws were broken. The patient was revised to an inter-medullary (im) tibial nail. There were no reported delays or fragments; the procedure was successfully completed. This report is for eight unknown distal screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was preformed: the returned left medial distal tibia plate (02.118.009, 8415600) is included in the 2.7mm/3.5mm variable angle lcp ankle trauma system. The plate is part of the synthes variable angle locking compression (va-lcp) system that merges variable angle locking screw technology with conventional plating techniques. The returned plate was still in one piece, but had several superficial scratches on it and exhibited signs of explanation. In addition to the returned plate, 15 unknown screws used for plate implantation were also returned. The returned screws include two intact cortex screws, one broken cortex screw, four intact locking screws, and eight broken locking screws. It was noted that the removed hardware included nine broken distal screws, one intact medial distal tibial plate, one intact fibula plate and screws. A drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the information provided with the complaint the returned plate was explanted following the breakage of nine distal screws and a distal tibia non-union. According to the provided description it was unknown how the non-union was discovered, or if the patient experienced pain. A non-union generally occurs due to instability at the fracture site, insufficient reduction of the initial fracture, poor blood supply, and/or infection. The causes for a non-union are most likely poor initial union of the fractured bones, a patient who smokes which can contribute to poor blood supply to the fracture site, or premature mobilization, all of which can prevent callus formation and proper healing. However, based on the inspection of the returned parts and the lack of information provided regarding the patient and/or the initial surgery, it is not possible to determine a true root cause for the complaint condition. Initial report was for eight unknown distal screws/unknown lots. It has been clarified that the removed hardware included nine broken screws ¿ one (1) broken cortex screw and eight (8) broken locking screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: clarified there were two (2) plates as initially stated on the intake form, but only one (1) plate was involved in the case. Also clarified that there were a number of broken screw pieces involved in the case, so it is unknown exactly how many pieces there were in total. Lastly, it was confirmed that the parts were broken before being removed (unknown why they broke). Reporter stated no closing letter is required as initially indicated on the original intake form.

Manufacturer narrative:
Patient information is unknown. This report is for eight unknown distal screws/unknown lots. Without a lot number, the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.